Event description:
As reported by the sales rep per the user facility: the product does not connect securely to the hub of an IV cannula causing leakage of IV solution between the connection. One incident product leaked a chemotherapy drug. Add'l info provided by the user facility indicated, no one suffered any adverse sequela associated with the incident.

Manufacturer narrative:
The actual device in the incident was returned to the MFR to be evaluated. One b. Braun extension set along with another MFR's i.v. Catheter was returned. The male luer of the adapter on the extension set and the female luer of the mating catheter were luer taper tested to iso 594-1 and/or iso 594-2 standards, and were found acceptable. The extension set was physically tested for leakage and subjected to a pressure test per specification. The sample passed and no leaks were noted. The actual luer connection between the male l.l. Adapter and the female mating component was engaged. The connection was tight and secure. The set with the catheter attached was then pressure tested, and no leaks were noted at the connection of the male l.l. Adapter to the catheter. The house retains for the reported lot were physically taper and pressure tested and passed per design specification. Although the complaint could not be duplicated at this time, the investigation is ongoing. If further investigation reveals pertinent info, a follow-up report will be filed.